Manufacturer narrative:
One device was received for evaluation for the complaint that the device goes into occlusion. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. No defects were noted during visual test. Customer issue was not confirmed. There was no occlusion alarm while testing the pump. The cause of the reported issue could not be determined. Dso sensor will be preventive calibrated. Resolution of the reported issue was not confirmed by the technician, and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was stated that the device goes into occlusion. Device blockage prevents the delivery or extraction of fluids and could lead to an interruption of therapy if the malfunction were to recur. There was no patient involvement.